Manufacturer narrative:
The insulin pump passed the functional test, including self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit alarm noted. No watchdog anomaly/alarms noted. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. The vibrator feature is functioning properly. No vibrate anomaly noted. No absence of alarm noted. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. Unit received without battery cap unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading 130 mg/dl. Troubleshooting was performed. Customer is not calling back after receiving a new battery cap. Customer said there was no damages on the insulin pump. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer inserted new (B)(6) alkaline battery. Customer states the display did not return. Customer said there was constant tone when there was blank display. Customer also reported that there was absence of alarm. Insulin pump will be returning for analysis.